Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away due to cardiogenic shock from right ventricular failure. It was stated that the death was not device or therapy related and was due to the cardiogenic shock from right ventricular failure. An autopsy was not performed and would not be provided. The pump was not explanted and would not return. The right heart failure existed pre-left ventricular assist device (lvad). A device related issue did not cause/contribute to right heart failure. The patient had symptoms of hypoxic respiratory failure, fluid overload with pulmonary edema and acute chronic kidney failure, and subsequent ventricular tachycardia (vt)/ ventricular fibrillation (vf) arrest. The patient was admitted to the hospital following anemia due to uterine bleeding. The patient received continuous renal replacement therapy (crrt) initiation on (B)(6) 2025, intubation due to worsening hemodynamics, hypoxia, encephalopathy, refractory vt/vf arrest with advanced cardiovascular life support (acls) per american heart association (aha) protocols.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. An autopsy was not performed and would not be provided. The pump was not explanted and would not be returned. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including right heart failure, respiratory failure, renal dysfunction, cardiac arrhythmia, bleeding, and death. Section 6, "patient care and management," lists arrhythmia as a potential late postimplant complication. Under ¿anticoagulation¿, this section also provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.